Event description:
Severe pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. Could not bear weight on his left knee [weight bearing difficulty]. Case description: spontaneous report was received on (B)(6) 2012, from a nurse regarding a male patient (age not provided), (B)(6). The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20), at a dose of 6 ml, once, route not provided, in an unspecified location. The lot number for synvisc one was not provided. On an unspecified date in 2012, the patient experienced severe pain, swelling and eventually could not bear weight on his leg. The outcome for the event of severe pain, swelling and could not bear weight on his leg was not provided. Concomitant medications were not provided. The intensity for the event of severe pain was severe and the intensity for the events of swelling and could not bear weight on his leg was not provided. The reporting nurse did not provide the relationship between synvisc one and all the events. Follow-up information received on (B)(6) 2012, from a physician via the nurse regarding corrective treatment, which upgraded the case to serious, patient details, lot number, treatment medication and events information. It was reported that the (B)(6) patient received synvisc one in his left knee. The lot number for synvisc one was unknown to the reporter. On (B)(6) 2012, the patient could not bear weight, pain and swelling of the left knee. The patient was given treatment with intramuscular depo-medrol (methylprednisolone acetate) at a dose of 80 mg for the events of severe pain and swelling on his left knee. The patient recovered from the events of severe pain in left knee, swelling in left knee and could not bear weight on his left knee. The intensity for the event of could not bear weight on his left knee was severe and for the event of swelling in left knee was unknown to the reporter. The reporting physician assessed the relationship between synvisc one and all the events as possible.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specifications result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.